Event description:
The pt was in poor condition and reoperation was performed due to mitral regurgitation (seller's scale IV.), paravalvular leak, suspected endocarditis, congestive heart failure, and tricuspid regurgitation. The surgeon rpeorted that his forceps contacted that leaflet during explant and after removing it from the pt he noted it had been damaged and a portion of one leaflet was missing. That portion was not found. The valve was replaced with a 25mm mechanical valve.